Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when the monitor was on it was flickering. Another cart monitor was connected to the system and the monitor was functioning without any issue. A good know cable was connected to the reported monitor and the system but the monitor was flickering. Representative replaced a monitor which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by the manufacturer for evaluation. The reported issue was confirmed as a bent pin was found in the display connector. The bent pin did not interfere with the functionality if the monitor. After an overnight burn-in the screen went black. After recycling the power to the monitor the image returned.

Event description:
A site representative reported that while outside of procedure, when setting up for a case the surgeon monitor of the navigation system lost display. After rebooting, the monitor functioned normally. There was no patient present at the time of the issue.